Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that her blood glucose levels have been high. The patient's blood glucose at the time of incident was 483 mg/dl. Customer stated that she felt nausea and abdominal pain. She reported that her pump was foggy inside of the screen and that the screen is blank. She has no received any alarms or alerts, and the keypad is unresponsive. Troubleshooting was initiated for the moisture found within the lcd display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with normal operating currents, and no blank display during testing was noted. The pump was received with a button error alarm and no button response due to corroded keypad traces. Unable to conduct the rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the unresponsive button. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.